Event description:
It was reported to boston scientific corporation that a mantis clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, once the clip was closed on the site, it would not release from the deployment device. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.